Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box data showed no evidence of no cartridge detected warnings (cs163). During testing, the pump successfully completed the rewind, load cartridge, and prime steps. A load step malfunction was not duplicated during investigation. The pump performed within required specifications. The pump was opened and no evidence of damage was found to the force sensor pins.